Event description:
During a ptca/stenting procedure balloon removal difficulties were encountered. The lesion being treated was in a tortuous mid lad. The physician treated the lesion with direct stenting and successfully placed a taxus 3.0x12mm drug eluting stent. The delivery balloon was removed without incident. The nc monorail 9/3.0 was used for post dilation. The nc monorail balloon was inflated to 16 atms for 25 seconds and was completely deflated. The physician waited for an unspecified amount of time before attempting to remove the balloon. The balloon was removed from the stent and became hung up proximally to the stent. It is unknown as to what the balloon became hung up on. A buddy wire technique was used in attempt to move the balloon could not be retracted back into the guide catheter. After approximately ten minutes, the balloon, wire and guide catheter were removed together. No patient injuries or complications were reported. Patient status is listed as "okay".